Event description:
Additional information was received. It was previously reported that there was a suspected kink of catheter. It was reported that the patient was always at home on the weekend, but this time he was unable to sleep due to worsening of spasticity from the night of (B)(6) 2019. When consultation was made with dr. (B)(6) who was the chief surgeon in the southern part of (B)(6), the connector part on the back was suspicious. The patient received an examination on (B)(6) 2019 and refilling was performed just in case, but there was no problem with variability. From 2019/10/16 to approximately 2019/10/18 the symptom was improved, but the connector part on the back was swollen. When pressing it, it was restored (there was no change after that). On (B)(6) 2019 (performed at (B)(6) hospital), the event log reported that there was no problem and a rotor test was performed and there was no problem. (The drug was not aspirated and priming was performed.) Catheter contrast examination was performed and about 0.7ml of the drug was aspirated and 5ml of contrast agent was used. The contrast agent was not aspirated. Computed tomography (CT) scanning examination was performed and there was no problem. (Priming was performed after the examination). They didn¿t find any problem on catheter and any further information on the result of the catheter is not available so far. The attending physician judged that abnormalities/problems of the pump, catheter and procedure could not be confirmed and the relationship was denied. However, placing the patient under observation was necessary. The patient was recovering from spasticity symptom. No further complications were reported and/or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8781 lot# (B)(6) implanted: (B)(6) 2019. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: hg2v91d20, serial#: n/a, implanted: (B)(6) 2019, explanted: n/a, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 05-oct-2020, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via an implantable pump for cerebral palsy. It was reported that on (B)(4) 2019 the patient experienced spasticity that increased a night, the exact details were unknown. On (B)(4) 2019, refilling was performed and there was no problem with variability. After the refilling was performed, it seemed that spasticity was relieved and the drug worked. The catheter contrast examination was scheduled for (B)(4) 2019. The event was not resolved and had a classification of severity of 'n/a to 1-7 (not serious)'. The causality was reported an not related to the drug and unknown if related to the catheter, pump, programmer, or surgical procedure. No further complications were reported and/or anticipated.